Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by printer configuration issue. A technical support specialist reconfigured the station's zebra printer to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, label printer was printing too dark prevented the user scanning barcodes caused patient safety risk. The customer stated that the malfunction occurred when user trying to issue medication for the patient. There were no adverse events or injuries reported based on this event.